Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the black box showed unusual fluctuation of the voltage on (B)(6) 2014 with a low battery warning observed during that time. Deliveries were interrupted on (B)(6) 2014 from 00:12 to 06:06 due to an unconfirmed replace cartridge alarm. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were within specification. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the black box data but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 485 mg/dl with symptoms of dehydration, nausea, and a small level of ketones associated with a battery life issue. It was reported that the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the alarm history indicated the battery life was less than expected. It was also determined that the correct battery type was being used. It was reported that there was no damage to the battery compartment or battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a battery life issue with the pump.